Manufacturer narrative:
Communication/interviews: at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) has conversed with the customer and was advised that the customer has fixed the reported issue by replacing the batteries. All performance and safety test passed. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery that would not charge. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer the cardiosave intra-aortic balloon pump (iabp) had a battery that would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter email address), e2, e3, g3, g4, g7, h2, h10, h11. Corrected fields: b5.